Event description:
Received info regarding multiple cartridge alarms with multiple cartridges during the load process. There was no reported impact to the customer's blood glucose level. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for eval. Should new info become available, a f/u supplemental report wil be submitted.